Event description:
The user facility reported a 75-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported that during placement of the impella device a high purge pressure alarm was generated. The pump placement was successful and no harm to the patient was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured acute kidney injury with a "possible" relationship to the impella device used: ¿required temporary dialysis catheter. Renal function improved and returned to baseline..¿ patient is stable .

Manufacturer narrative:
Instructions for use for the related event are as follows: impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the high purge pressure and the renal failure issues has been completed since the original report was submitted. The product was not returned for investigation. Data log revealed that there was a corresponding motor current spike followed by saturated flows suggesting that there was a biomaterial buildup. Adding tpa resolved it. Therefore, the root cause of the high purge pressure issue was most likely due to biomaterial. The root cause of the renal failure issue was not determined since product was not returned and unknown relation to impella. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.